Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-118-user applied blood to strip before inserting strip into meter. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. Wife is calling on behalf of the customer. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported feeling nauseated, was sweating and very clammy. Wife stated that she would seek medical attention for her husband. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 195 mg/dl (not reported if fasting or non-fasting). The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.